Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the contact was unable to verify the amount of insulin that the cartridge was filled with but reported that the cartridge may have been under-filled. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.